Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy. The patient did not feel stimulation and stated their healthcare provider (hcp) upped them to a new program. They were set on 1.0 and wondered if they should be on 1.5 because they did not feel anything. Patient had a successful trial but had not had therapeutic effect since implant. Patient stated they did not feel stimulation, could not make it to the bathroom and the leakage came like little ball, droplets. Patient service later called the patient and tried to work with their pp (patient programmer) to connect with the implant but had poor communication. They could not find the implantable neurostimulator (ins) under their skin but had someone coming to help today. Patient later reported their symptoms had gotten worse since implant. Patient was finding, after a movement it was so hard to get clean and did not know if it was coming out too loose, they never quite felt they had expelled enough. Patient also stated they had stains on pajamas found in the morning. This was going on prior to getting the neurostimulator but it had gotten worse since implant. They saw the hcp on monday ((B)(6) 2016) and they changed their settings but patient had not noticed improvement. Event date asked/unknown. Patient noted they had arthritis. It was later reported by the patient that the steps taken to resolve the no stimulation and unable to make it to the bathroom was none. The patient made and appointment with their doctor. The patient reported not enough information was given to a person who was not sophisticated enough with electronics. The patient reported information was poorly given. Additional information was received from a patient. It was reported the patient stopped feeling stimulation very early on and the leaking never really stopped, but it was not as bad. The patient had gone to the healthcare provider (hcp) office on (B)(6) 2016 and they moved it up, and ever since they had felt a pull with bladder/vagina. The patient also noted they had a lot of rectal distress, pain, and felt a hemorrhoid had started. The patient mentioned they had osteo/psoriatic arthritis in their shoulder and had difficulty using their patient programmer (pp) to make adjustments on their own. The patient lived in independent living and had no one who could help them with their pp. The patient went on to report they recently had severe allergies, were treated with antibiotics for a urine infection, and got diarrhea as a result of an allergy to the antibiotic and developed "cdif" (clostridium difficile). The patient was now taking four fibercon pills and day and the diarrhea/cdif was better. The patient noted they were supposed to have their implant procedure done (B)(6) 2015 however the hcp had an emergency and they believe they were implanted (B)(6) 2015. The patient also noted they had a rubber hand procedure done years ago, prior to the device being implanted. The patient later requested a manufacturer representative (rep) contact their hcp office to set up an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.